Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator was calibrated. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the kilovoltage was too high on the 9800 system. No pt injury was reported.